Event description:
Reports high blood readings as well as high control solution readings with plink meter. Needed to verify readings and tested with another meter. Analysis run on clark error grid using competitive reading (31) vs bd readings (495, 328, 405, 448) yielded data points in the e range of the grid, outside acceptable limits.